Event description:
It was reported that the patient has experienced an increase in seizures. The patient was scheduled for generator replacement due to the generator being unable to interrogate. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution. The patient underwent generator replacement surgery. The explanting facility does not return explanted devices; therefore, no analysis is possible. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Further follow-up revealed that the patient&#38112;seizures are under better control with vns than without it. The increase was only when the battery died, but was not above pre-vns baseline frequency. The failure to interrogate was attributed to end of service.